Event description:
On 08/29/2000, the facility's dir, nursing or informed the distributor's acct mgr of a problem encountered with the device in question. On 08/30/2000, the distributor's acct mgr was present at the facility and was informed by the implant/explanting surgeon of the following: while placing the device, the surgeon noticed that the 9.6 french (fr) catheter did not feel snug on the outlet stem, nor did the locking mechanism. He sutured both to the device and continued with the procedure. Pt was closed and sent to the pacu. The next day the device was explanted. According to the surgeon, the removal was due to problems with the pt's anatomy (veins) and not related to the performance of the device. He confirmed that even if the catheter locking mechanism fit properly onto the device, the explant would have taken place. He confirmed that even if the catheter locking mechanism fit properly onto the device, the explant would have taken place. Since the device/catheter were being removed and because this situation had occurred previously, the surgeon requested the device be sent to the MFR for examination. No further details were provided.